Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had symptom of vomiting, nausea, dizziness and feeling sick. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was admitted into the hospital. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Customer experienced no delivery and was able to troubleshoot, but was not able to troubleshoot for high blood glucose.